Event description:
Complainant reported that devices were explanted 18 days post-surgery because complainant felt devices had shifted. After removal of the devices, pt developed nodules on her eyelids. Complainant did not think the devices were related to the eyelid issue. Pt had history of eczema of eyelids. Pt is seeing an ophthalmologist.

Manufacturer narrative:
Method: reviewed device history records, including sterilization records, and product labeling. Results: device history record review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and product labeling addresses the possibility of displacement or shifting of the implants.